Event description:
Healthcare professional reported unknown side, "I have an office that called me stating that if a patient has fluid does the office need to send back just the fluid, or the capsule as well. The office stated that there was a lot of fluid lost, so they just wanted me to follow up with allergan." Device has been explanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.